Event description:
Voluntary medwatch received states the patient's right atrial lead was explanted due to infection. The patient developed bloodborne infection due to gangrenous right leg and infection caused vegetation on the implantable leads. No additional adverse patient effects were reported.